Event description:
It was reported bd alaris smartsite needle-free valve had blockage. The following information was provided by the initial reporter, translated from chinese: "it was found that the needleless closed connector was blocked internally".

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21045802. The customer reported that a complete occlusion was observed during attempts to infuse through the smartsite. A review of the production records for lot 21045802 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was not available for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature.

Manufacturer narrative:
(B)(6). Investigation summary: product was not available for investigation; however, the customer confirmed that the lot number of the complaint sample. The customer reported that a complete occlusion was observed during attempts to infuse through the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was not available for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the provided material number in the past 12 months.

Event description:
It was reported bd alaris smartsite needle-free valve had blockage. The following information was provided by the initial reporter, translated from chinese: "...it was found that the needleless closed connector was blocked internally..."